Event description:
It was reported that the patient experienced an overdose and presented to the emergency room 4 hours post refill. The hcp was only able to aspirate 17cc; pump was filled with 20 cc. The hcp concluded that there was a 3cc pocket fill. The drug was unknown. The patient was administered a narcan drip for the overdose. The patient was reported to be "fine".